Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue it was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted the mean pressure gradient was 3mmhg. An xt clip was inserted and deployed on the mitral valve without issues. However, mr remained at a grade of 4 and the gradient increased to 5mmhg. In an attempt to reduce mr, an nt clip was inserted, and the mitral valve was successfully grasped. However, it was observed the posterior gripper would not lower. Troubleshooting was performed and when the clip was locked, the posterior gripper lowered. The clip was unlocked, and the grippers were raised. Again, the posterior gripper did not initially lower. However, after the clip was again locked, the posterior gripper lowered. It was then observed the gradient had increased to a grade of 18mmhg. Therefore, the clip was removed without issues and the procedure was discontinued. The gradient returned to 5mmhg and mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.